Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown.visual inspection: the device was returned. There were no kinks or bends noted on the catheter. The balloon appeared to have been previously inflated. No ruptures were noted to the balloon.functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire and it passed without issue. Upon inflation, water was seen exiting out the distal tip of the balloon. The balloon was unable to be inflated to nominal pressure due to the leak.medical records review: as medical records were not provided, a review could not be performed.image/photo review: no medical images have been made available to the manufacturer.conclusion: the device was returned. The complaint investigation is confirmed for a crack in the catheter at the distal balloon bond. The investigation is inconclusive for material rupture, as no signs of a rupture were observed to the balloon and the balloon could not be inflated to rbp due to the crack in the catheter. It is unknown whether excessive force was applied to the catheter, resulting in the crack observed at the distal balloon bond. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended.precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during inflation, the pta balloon allegedly ruptured at approximately 10 atms in an av shunt. It was reported that another pta balloon catheter was used to complete the procedure. There was no reported impact or consequence to the patient.